Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012, alleging an issue with the keypad. There was no reported patient impact associated with this complaint. The patient reported that the entire keypad is not responding and backlight button does not work. It was reported that the rubber keypad is peeling and the patient has it tapped on. The patient noticed the peeling keypad on (B)(6) 2012. The patient mentioned that the keypad is ripped between the up and down buttons and the entire keypad is loose, that he can see the computer underneath. The patient mentioned that this has been an issue for the past 2 months with the keypads not responding. Although peeling / torn keypad will permit contamination to permeate the buttons which will have a negative impact on button function, this complaint is being reported since the patient was having an issue with the buttons responding before the torn/ peeling keypad.